Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension. (B)(4).

Event description:
Additional information received reported that the patient had good response with initial programming visit. The patient had dyskinesia and they were working with medication/programming.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension. (B)(4).

Event description:
It was reported that there were stripped screws and a broken lead cap. The right lead cap was exposed from stage 1 which was performed on (B)(6) 2014 and it was noticed that the connector block was turned. The screw was removed and end cap was unable to be removed normally. It was dissected off the lead via an 11 blade. The lead had visually looked damaged and the healthcare professional was not happy with the lead cap design. It was noted that the resident had not held the connector block in the stage 1 but still believed it was a poor design. The healthcare professional had proceeded with stage 2 and impedances were c/0-1047, c/1- 673, c/2-993, c/3-665, 0/1-1177, 0/2-1600, 0/3-1177, 1/2-1017, 1/3-34, and 2/3-1047. Prior to proceeding with stage 2 they had tried to test the lead with the external neurostimulator and twist lock cable but was unable to insert the stylet into the lead. There was a short when using contacts 1 and 3 together and this was understood and they would try programming around the short. Stage 2 was performed on (B)(6) 2014. The patient would not be turned on for 2-3 weeks following the date of this report. There were no other interventions planned. Diagnostic testing had included impedance testing. The product issue was not resolved and the cause was determined. The patient was alive with no injury and no patient symptoms were reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.